Event description:
The complainant reported a prima zirconium abutment placed in a pt (fdi site number and gender unk) fractured. The event date is not known.

Manufacturer narrative:
The zirconium abutment was returned with crown attached. Visual inspection revealed the base of the abutment was fractured. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause is likely attributed to user technique and/or operational context. The most likely contributors to this failure are misalignment of the internal lobes during placement and/or the torque setting being over the recommended 30 ncm. Attempts were made to obtain additional info. A f/u medwatch form will be submitted if additional info is received at a later date. This product is supplied by keystone dental as a non-sterile device, consequently, there is no exp date. (B)(4).